Manufacturer narrative:
Zonare has made 3 separate attempts to contact the complainant to obtain additional patient information to no avail. Zonare's complaint handling procedure was recently updated to meet world wide requirements. During a subsequent review of open complaints, it was discovered that this was a reportable event.

Manufacturer narrative:
Zonare has made 3 separate attempts to contact the complainant to obtain additional patient information to no avail. Zonare's complaint handling procedure was recently updated to meet world wide requirements. During a subsequent review of open complaints, it was discovered that this was a reportable event.

Event description:
On (B)(4) 2012, zonare became aware that an ultrasound diagnostic transducer was producing a halo artifact during 3 separate imaging procedures; 2 pediatric cranial procedures, 1 gall bladder procedure. The procedures were completed in all cases by replacing the transducer with another.

Manufacturer narrative:
Zonare has made 3 separate attempts to contact the complainant to obtain additional patient information to no avail. Zonare's complaint handling procedure was recently updated to meet world wide requirements. During a subsequent review of open complaints, it was discovered that this was a reportable event.

Event description:
On (B)(4) 2012, zonare became aware that an ultrasound diagnostic transducer was producing a halo artifact during 3 separate imaging procedures; 2 pediatric cranial procedures, 1 gall bladder procedure. The procedures were completed in all cases by replacing the transducer with another.

Event description:
On (B)(4) 2012, zonare became aware that an ultrasound diagnostic transducer was producing a halo artifact during 3 separate imaging procedures; 2 pediatric cranial procedures, 1 gall bladder procedure. The procedures were completed in all cases by replacing the transducer with another.